Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages, check te messages) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure and reported messages was isolated to the electrode belt distribution node (dn). The joint connecting the rear pulse wires was open inside the dn. The root cause for the open joint could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving "check therapy electrode" messages and "adjust belt" messages.